Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on an unspecified date, the tip of the threaded stem on the coupling for mini-open aiming device broke off. The threaded stem of device was blocked. In forcing to unscrew it, the distal tip of the stem broke. All fragments were removed. Reportedly the patient was not affected by this event, the delay of surgery less than 20% and the incident did not require further treatment. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. A review of synthes device history records for lot 6045737 revealed that the coupling for mini-open aiming device with fixed was manufactured by nemcomed. (B)(4) for (B)(4) parts, dated (B)(4) 2008, was inspected to the synthes incoming final inspection sheet number (B)(4) revision a. The product conformed to all requirements. The certificate of compliance is dated (B)(4) 2008. (B)(4) parts were released to the warehouse on (B)(4) 2008. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Devic is used for treatment, not diagnosis avalign - nemcomed manufactured the implant coupling, p/n 03.802.200, lot 6045737. In forcing to unscrew the threaded shaft, the distal tip broke off. The parts conformed to all dimensional and material specifications at the time of manufacturing. The pertinent material and hardness specifications have been confirmed. The threads and diameter of the shaft where the breakage occurred were confirmed to be within specification.